Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) was completely blank and powered off. The surgical procedure was completed successfully. There was approximately a 4-5 hour delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team had an incident with the heart lung machine (hlm) ccm at start up of the procedure. The ccm would not boot up and the team had to use another hlm from another site. This caused a delay in the surgical procedure of approximately 4-5 hours, per information attained. There was no harm or blood loss due to this issue.

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. The user facility decided to retire the device and order a replacement. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.